Manufacturer narrative:
Upon inspection of the subject endoscope at the local service center, the forceps tube kinked and adhesion of dirt to the inside of the forceps tube were observed. The supplemental MDR will be submitted if the additional information is available.

Event description:
On may 29th, 2024, fujifilm corporation became aware of a complaint involving ed-580xt. It was reported that qa positive culture was identified. There was no patient involvement. The facility performs routine culture testing every 30 days. A sample obtained on may 3rd, 2024 was culture tested and on may 7th, 2024, pseudomonas aeruginosa was confirmed.

Manufacturer narrative:
Although it was not possible to determine a causal relationship with the positive culture test results, the inspection of the subject device revealed a kink in the forceps tube and dirt inside the forceps tube, so it was thought that there may have been a flaw in the reprocessing process on the duodenoscopes at the facility. On september 18, 2024, fujifilm conducted the retraining on the reprocessing of the duodenoscope at the facility.